Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. Grandson is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 57 and 83 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).